Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. Pre-service precision testing was not completed successfully, therefore an instrument related event cannot be ruled out. An ocd field engineer made multiple repairs and adjustments to the luminometer, incubator, and well wash subsystems. Following these activities, acceptable vitros trop I es performance was observed. There was no evidence to suggest a malfunction of the vitros trop I es reagent. In addition, the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation was unable to determine a definitive root cause. However, an instrument related event or pre-analytical sample processing cannot be ruled out as potential contributing factors.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.176 ng/ml) from a single patient sample run on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was reported out of the laboratory, however the result was questioned by a healthcare professional based on serial vitros trop I es results for the same patient. An expected value (< 0.012 ng/ml) was obtained upon repeat testing of the sample in question, however a corrected report was not issued. There was no report of patient harm as a result of this event. (B)(4).